Manufacturer narrative:
The customer advised that patient information is not available for this event. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction tubing was adjusted, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient injury.